Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse replaced the blood sampling valve (bsv), pancake valve, and performed mode to mode to address the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the blood sampling valve (bsv) was still leaking from the coulter lh 500 hematology analyzer. The volume of the leak was 1 ml. The leak was not contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing the personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.